Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connectors were broken and the hanger was broken. It was also noted that the lower case was broken and contaminated, one case screw was contaminated, and the main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port and a broken hanging clip. The epg was returned for service. There was no patient involvement.